Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in buffered glucose test solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The low blood glucose was 51 mg/dl. The current blood glucose was 229 mg/dl. The other relevant blood glucose level was 226 mg/dl. The customer was treated with food for low blood glucose. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.